Event description:
It was reported that during a scheduled device changeout procedure, the physician removed the left ventricular (lv) lead causing noise on the right ventricular channel that resulted in pacing inhibition. The field representative discussed setscrew issues were observed. The device implanted is a non boston scientific device. No adverse patient effects were reported. At this time, this lead remains in service.